Event description:
Philips received a complaint on the earlyvue vs30 indicating there was microphone/speaker malfunction and no audio. He device was not in use at the time of the event. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that there was speaker issue. The speakers were replaced to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.